Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
Per the clinic, the patient experienced no auditory percept and non-auditory stimulation with device use due to electrode migration. Additional information has been requested but it has not been made available as of the date of this report.